Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician inspected the amsco 2532 single-chamber washer disinfector and found that a hose clamp required tightening on the recirculation pump. The technician tightened the hose clamp, ran a test cycle and confirmed the unit to be operating to specifications. The amsco 2532 single-chamber washer disinfector was returned to service, and no additional issues have been reported.

Event description:
The user facility reported that water was leaking from their amsco 2532 single-chamber washer disinfector onto the floor. No report of injury.